Manufacturer narrative:
(B)(4). Date sent: 9/9/2025. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? 2. How was the bleeding controlled? 3. How much blood was lost (ml)? 4. Did the patient require a transfusion? 5. How was the bleeding addressed? From what I have been told directly from her (general surgeon), it was hard to tell if the staples within the middle were actually fired or were simply malformed on the less-than-ideal bowel being fired upon. They sutured heavily over the middle of the staple line to repair bowel. I do not have the info on amount of blood lost.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2025. Corrected data d4: UDI#. Additional information was requested, and the following was obtained: please provide a timeline for the staple firings. In which firing was the hole noticed? Sorry. It was not the second firing, but the first.

Manufacturer narrative:
(B)(4). Date sent 9/19/2025. D4 batch #288d37. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and with the swing tab in the unlocked position. Addittionally, two glcr80b reloads (b&c) were received fully fired. The device was tested for functionality with the returned reload (a) and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples or incomplete staple line were observed and the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 288d37, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/28/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch #288d37. Investigation summary. The product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Additionally, three photos were received. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and with the swing tab in the unlocked position. Additionally, two glcr80b reloads (a&b) were received fully fired. Additionally, three photos were provided and the 1st and 3rd photos showed a reload fully fired with no apparent damages and some b-formed staples were observed on the reload deck. The second photo shows a staple line on the tissue and appears to be that the staple line is incomplete, however, based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. The device was tested for functionality with the returned reload loaded and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples or incomplete staple line were observed and the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 288d37, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a small bowel resection and for one of the anastomosis that the surgeon stated that during the beginning of the staple line works fine, the middle there was a big hole was observed and the end of the staple line was okay. The sales rep could not determine from the pictures whether it did not deployed or whether it was deployed. During the first firing and first reload it fired perfectly fine nothing was caught but there was a gap the sales rep could not specify. The sales rep stated that when they opened the jaws there were a big gap and it looks like they deployed but the sales rep was not at the case. There was a bleeding but the patient was stable. They did not use the stapler again after it was misfired.